Manufacturer narrative:
Concomitant medical products: mc1vr01us was implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead post-operatively dislodged. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.